Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove and tissue damage it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 3-4. It was noted thick anterior leaflet. The clip delivery system (cds) was advanced to the mitral valve; however, the clip was caught on the anterior leaflet two times resulting in tissue damage. Troubleshooting was performed to free the clip. The clip was re-positioned and deployed. Additional treatment was not provided for the tissue damage. One clip implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove (clip caught on the anterior leaflet). The reported patient effect of tissue injury appears to be due to the procedural condition of the clip getting caught on the anterior leaflet. The patient effect of tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.